Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.

Event description:
Patient reports the dentist provided the following evaluation: 4.5 years into your retention phase. Due to lost retainers a few years back, there has been significant movement of the teeth, specifically, space opening on the upper teeth, crowding on the lower teeth, and a deepening of the bite in the front. We recommended realignment with lightforce digital brackets which we estimate to take around 12 months. Current upper #9 and lower #7 aligners. Dental history includes orthodontic metal braces.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.